Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. However, the power management tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6/pcba 1, pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the customer must replace the battery every 2 days. The customer stated that the battery cap and insulin pump were not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.